Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the dissector balloon, trocar balloon, obturator, inflation syringe, insufflation bulb and lock collar appeared intact. The circular seal for the dissector balloon was cut. A functional evaluation found that the trocar balloon was inflated, no leaks detected. The hole was covered, and the dissector balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when there is contact with a sharp surgical instrument during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the initial placement during a laparoscopic right inguinal hernia, the co2 was leaking out between components due to torn seal. The components came together ready to be used from the packaging. Another product was opened to perform the procedure. There was no patient injury.